Manufacturer narrative:
Joerns is sending report to lift manufacturer.

Event description:
It was reported to the manufacturer, by facility, per facility while moving a pt, the resident was being lifted and was almost into to full upright position, the weld gave way. The resident was swung toward the broken side but did not fall. No injuries were sustained. Follow-up confirmed that the resident was uninjured. The straps used to secure the pt to the device held the pt. (B)(4) was entered into system to retrieve the lift back for eval. Preliminary eval shows that the right post that connects to the bottom of the assembly was broken off from the weld. The device is currently in the process of being evaluated.